Manufacturer narrative:
The returned device was evaluated and the pod arrived full deployed with the slide insert visible in the top housing window. Damage was visible on the pcb board. Analysis of the fluid path revealed an internal leak on the soft cannula. Download data was not available due to the internal damage on the pod. The type and cause of the reported alarm could not be identified due to data loss caused by the internal damage. An internal tear resulted in a fluid leak in the soft cannula which contributed to the reported damage.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a pod hazard alarm during wear.